Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Concomitantly, the patient underwent a cystocele repair.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy, manipulation of stone with extraction, laser lithotripsy of bladder stone, and exposed mesh, foley placement on (B)(6) 2014 due to exposed mesh with bladder stone. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress incontinence with intrinsic urethral deficiency component. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and bleeding. It was reported that the patient underwent removal of vaginal mesh, cystoscopy with bladder biopsy and fulguration on (B)(6) 2011 due to exposed mesh in vagina and bladder lesion. No additional information was provided. (B)(4).